Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs. Upon visual inspection, the unit's top cover and heat sink were found to have scratches, and the front bezel had dents. Otherwise, the unit appeared to be in good condition. The erbe was tested using the system, and upon powering on, error c-34 was displayed indicating that the hf voltage was too low in the on state. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to c-00 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-00 on the integrated electrosurgical unit (iesu) or erbe when activating energy. The technical support engineer (tse) had the customer reseat the energy cables and restart the erbe, but the issue remained. The customer connected a force triad generator to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the reported error c-00 halted energy activation. The customer was able to complete the procedure with the external force triad generator.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c070601 - deformation/distortion problem to updated annex d - conclusion desc 1 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.